Event description:
Journal reference: motta f, stignani c, antonello ce. Effect of intrathecal baclofen on dystonia in children with cerebral palsy and the use of functional scales. J pediatr orthop 2008;28(2):213-217. The aim of the present study was to evaluate dystonia treated with itb in children with cp. Nineteen patients with a mean age at implant of 8.49 years were followed for 12 months. The results also revealed a reduction in dystonias, an improvement in posture, and an easing of the task of the caregivers in managing the patient as a result of treatment with itb. Reportable event: one complication related to catheter occurred and it was solved by catheter replacement.

Manufacturer narrative:
.